Event description:
Device malfunction: failure to deploy - thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered during advancement of the clip delivery tubeset and the clip could not be deployed. The safety release slider was activated enabling the device to be removed from the anatomy. Manual compression was applied to achieve hemostasis and one hour of bed rest. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any finding relevant to this report.